Event description:
It was reported that shaft break occurred. The patient was undergoing percutaneous coronary intervention. The 80% stenosed, 28mm x 4.0 diameter, with mildly angulation target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. No issues noted on the device out of packaging a 28 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure, the stent shaft was fractured and could not be used. Significant resistance was encountered when removing the device; and it was removed together with a 7f non-boston scientific guide catheter. During the same procedure, no attempts were made to straighten the bent shaft and other devices present in the vessel. The procedure was completed with another of same device. No patient complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 28 x 4.00mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. No evidence of any breaks or fractures in the hypotube. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. The patient was undergoing percutaneous coronary intervention. The 80% stenosed, 28mm x 4.0 diameter, with mildly angulation target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. No issues noted on the device out of packaging a 28 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure, the stent shaft was fractured and could not be used. Significant resistance was encountered when removing the device; and it was removed together with a 7f non-boston scientific guide catheter. During the same procedure, no attempts were made to straighten the bent shaft and other devices present in the vessel. The procedure was completed with another of same device. No patient complications were reported, and the patient was stable post-procedure.